Event description:
Boston scientific received information that this device and associated right ventricular (rv) lead had been exhibiting some higher pacing impedance measurements that were over 1,000 ohms. No noise was observed, and the impedance measurements did not fluctuate during isometrics. All other lead measurements were within normal limits. Additional information was received that the spikes of high pacing impedance measurements were occurring more frequently and were sometimes greater than 2,000 ohms. A lead revision was performed and this rv lead was surgically abandoned. A new, non-boston scientific rv lead was implanted and connected to this device. Defibrillation threshold (dft) testing was performed successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.